Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not unfold after deployment and therefore was not providing adequate hemostasis. The surgeon loads the seals 10 to 15 minutes before the anastomosis. The second heartstring seal was manipulated enough after a period of time by the surgeon in order to be finally used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).